Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. Product ID: 8840, serial# unknown, product type: programmer, physician. (B)(4).

Event description:
Information was received from a consumer and healthcare provider (hcp) in regard to a patient receiving morphine 15 mg/ml at 1.539 mg/day via an implantable infusion pump. The indication for use (IFU) was listed as non-malignant pain, and failed back surgery syndrome. In (B)(6) 2014, the patient didn't think the medication was helping. They decreased it a little bit each week and the patient found they were getting some relief, so they have to go back up. That "threw the refill date off" and the pump non-critically alarmed on (B)(6) 2015. Additional information received from a healthcare provider reported the patient was refilled and new office procedures were put in place to ensure accurate refill dates. The actions/interventions taken to resolve the alarming pump (B)(6) 2015 included an immediate pump refill. The cause of the alarm was reported to be that the patient was supposed to follow-up prior to scheduling refill, but never scheduled the follow-up or a refill.